Event description:
Customer reports being incoherent with result of 86 mg/dl obtained on the compact plus system. Customer's spouse treated him with 5-6 oz orange juice and about 8 oz milk. Customer was also treated with peanut butter crackers; low blood glucose symptoms improved about 45 minutes later. Requested return of suspect device, and replacement was sent.